Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2019 through march 31, 2019. (B)(4). Total number of events ¿ 13. Proceed multi-layer mesh - 0. Prolene polypropylene mesh - 12. Prolene soft polypropylene mesh - 1. Ultrapro mesh - 0. Vicryl polyglactin 910 mesh ¿ 0.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and the mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 6/25/2019 04/30/2019 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2019 through march 31, 2019 supplemental 01 - attachment: [04-30-2019 ftl supplemental 01.zip]